Manufacturer narrative:
Subsequent information was received that the product was kept by the hospital and the return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4);the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. Testing of the lead on a pacing system analyzer also noted high out of range pacing impedance measurements. The lead was explanted and replaced with another manufacturer's lead. After explant of the lead, visual evidence of subclavian crush was noted by the physician. No additional adverse patient effects were reported.